Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a consumer was using a unspecified bd¿ pen needle to inject victoza. During injection, the pen needle broke off and remained inside the flesh of the abdomen. No medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a consumer was using a unspecified bd¿ pen needle to inject victoza. During injection the pen needle broke off and remained inside the flesh of the abdomen. No medical intervention was reported.

Manufacturer narrative:
The corrections are as follows: MDR ownership: site legal name: becton dickinson and co. - dun laoghaire co, ireland. Site registration number: 9616656.

Event description:
It was reported that a consumer was using a unspecified bd¿ pen needle to inject victoza. During injection the pen needle broke off and remained inside the flesh of the abdomen. No medical intervention was reported.